Manufacturer narrative:
Product is not available for evaluation. Due to the lot number not being known we were unable to review the sterilization and lot history records.

Event description:
The customer experienced a clogged phaco pack during surgery and had to use another.